Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
It was reported that the patient went to see the health care professional (hcp) yesterday because they felt stimulation in the legs but not in their back. It was noted that the patient was meeting with a manufacturer representative to do a second programming. It was noted that the patient stated that they were given the wrong pouch for the patient programmer. It was noted that the patient programmer pouch was damaged. Additional information received reported that stimulation was in the wrong location. It was noted that the implant was placed on the front side and since implant the patient had noticed swelling which had only gotten worse and was now swollen from the breast down to the pelvic area and looked like they were 8 months pregnant, which they were not. It was noted that the patient had urinary and bowel issues since the date of implant. It was noted that the patient could not urinate and had only one bowel movement since the date of implant. It was noted that the patient had been on "linseth" for 7 months which really helped for urinary and bowel issues prior to implant. It was noted that the pain post implant was the worst they had ever had compared to all the other surgeries. It was noted that the patient did not feel stimulation in their back. It was noted that the patient had an appointment to see a manufacturer representative on 2013 (B)(6) or 2014 (B)(6). It was noted that the patient had several appointments with their hcp. It was noted that stimulation was for the spine and legs. It was noted that back spasms occurred whether stimulation was on or off. It was noted that stimulation was currently on. Further information received reported that patient still had concerns regarding their device or therapy but was working with a manufacturer representative and had an appointment on ¿2013 (B)(6).¿ follow up information received reported that the last time the health care professional saw the patient was on 2014 (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction -"other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.